Event description:
It was reported the customer had a high blood glucose and ketones due to the flue. Customer had to go to the emergency room. Customer's blood glucose was 300 to 500 mg/dl. Customer was unable to keep anything down. Customer did not recall the exact date of the hospitalization. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.